Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. Customer reported an elevated blood glucose (bg) level of 361 (mg/dl). Insulin pens were used to treat elevated bg levels; however, customer subsequently experienced a low bg of 54 (mg/dl) after over-correcting for elevated bg level. Customer indicated insulin injections would be used for back up therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
Follow-up 2/26/2016: customer reported later being hospitalized on (B)(6) 2016 due to elevated bg levels of 586 (mg/dl) and diabetic ketoacidosis. While hospitalized customer was treated with intravenous fluids and insulin. Customer was released (B)(6) 2016.